Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that in the afternoon, the cgm mobile device showed cgm 90 mg/dl. The patient was asymptomatic, did not check the bg, and took carbohydrate. Sometime later, the cgm values were still going down to 80 mg/dl, 70 mg/dl and 60 mg/dl. When he saw the cgm was reading 60 mg/dl, he decided to go to the hospital. When the patient arrived in the hospital, the nurse checked his glucose using a fs and it was showing 396 mg/dl while his dexcom cgm was reading 43 mg/dl and then it started marking low. According to the patient, they inserted IV. After about an hour, the nurse checked his glucose using the fs and the values started to go down to 330 mg/dl. At that points the cgm already showed a sensor failed message so there were no values showing on his cgm anymore. They waited for another hour and the nurse checked it again and the glucose readings from the fs showed 270 mg/dl. The patient was discharged when his sugar was at 270 mg/dl no data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. In the hospital, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.